Manufacturer narrative:
Product was requested to be returned for evaluation but has not been received. Note: this report is based solely on the customers reported issue. The instructions for use states: make sure quick-release buckles are securely fastened on all four (4) access panels on the posey bed before leaving the pt's bedside. A failure to do so could result in serious injury or death from a fall or unassisted bed exit. Never use the bed if any of the four (4) quick-release buckles are missing or damaged and do not close securely. (B)(4).

Event description:
Customer reported that a pt was able to escape while utilizing the posey canopy. It was identified that one of the quick release clips was broken and the pt was able to undue the zipper. Customer reported the pt fell out of the bed but did not sustain any serious injuries.